Event description:
At implantation, the lead impedance was 700ohm and the pacing threshold 0.9v/0.4ms. Over (B)(6), the lead impedance and threshold worsened. Impedance was 300ohm - 500ohm and pacing failure occurred at maximum output of 7v/1.25mv. Around this time, the device was reprogrammed to aai. On (B)(6) 2011, a lead revision procedure was performed. While attempting to reposition the lead, it dislodged from the ventricular septum where the lead was implanted before the style was fully inserted. After lead removal, foreign material was found on the screw.